Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1mncu, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: va1mncu, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient presented to the hospital with a right facial droop and was admitted for a potential stroke. No factors were thought to have led or contributed to the issue. An MRI was performed on (B)(6) 2018 which revealed an inflammatory response to the left lead. It was reported cultures were taken and results were pending at the time of the report. On (B)(6) 2018 the lead was cut above the extension connection and removed. The issue was not resolved at the time of the report. The patient was alive without injury and no further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional (hcp) via the manufacturer representative (rep). It was reported no stroke was confirmed. The cause of the facial droop was determined to be an unknown lesion around the lead. The result of the culture was (B)(6) for infection. It was reported the facial droop had improved and the patient was being treated for infection as a precaution.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3389s-40, lot# va1mncu, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep via the hcp. It was reported the patient had signs of infection at the scalp incision. The cause of the issue was unknown. A culture taken on (B)(6) 2018 tested positive for p. Acnes. The patient had a full system explant on (B)(6) 2018. The issue was resolved at the time of the report. The patient was alive without injury at the time of the report.